Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The peripheral vision probe was found to have initialization failure. The peripheral vision probe was installed on the in-house system and failed initialization during all installs. The vision probe was used on system en0867. On-site error logs for en0867 were unavailable for review at this time. A visual inspection was performed on the vision probe. No physical damage was found to the connector pins or distal tip. There was no fluid visible in the cable adapter. A syringe was connected to the cable adapter, but no fluid was extracted. Slight kinks were observed approximately 120mm, 209mm, and 615mm from the distal tip. A known good camera was plugged into the connector body of the probe. The probe was reinstalled on an in-house system and successfully initialized. One of the two illumination fibers was observed to be protruding from the distal tip. Adhesive was observed to be present on the distal tip the fiber. The protruding fiber is likely due to a failure of the adhesive bond that secures the fiber in the tip of the probe. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted procedure, the customer received colored bars on the bottom monitor of the ion. The system reportedly advised the customer to reattach the peripheral vision probe onto the arm. There were error codes during the issue. The procedure was completed with no reports of patient injury. Intuitive surgical received the following additional information via follow up with the customer: the reported issue occurred outside of a surgical procedure. There were no reports of fragments falling into the patient.